Event description:
On 12/17/2025, the user reported that on (B)(6) 2025 they experienced hypoglycemia with an unknown bg value. The user treated the low bg with oral juice without assistance prior to seeking medical care. The user was evaluated in the emergency department for a fall-related head injury, did not receive bg treatment in the hospital, and was discharged the same day.

Manufacturer narrative:
The manufacturer was notified on 12/17/2025 that the user experienced a hypoglycemic event on 12/15/2025 and subsequently fell, sustaining a head injury. The user treated the low blood glucose with oral juice prior to seeking medical care and was later evaluated in the emergency department for the head injury, where no treatment for blood glucose was required and the user was discharged the same day. A review of the information provided indicated that the insulin pump remained in use during the event and that continuous glucose monitoring data were available. No additional device performance information was identified at the time of review. This report is submitted in accordance with MDR requirements. A supplemental report will be submitted if additional information becomes available.